Manufacturer narrative:
Unknown if the lens was implanted. (B)(6). (B)(4). Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no other complaint was received from this production order. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that the injector was handled incorrectly. The physician pushed the plunger up to the first line then screwed and pushed the lens in to the eye. The implant popped up and landed under the iris in the sulcus. The doctor tried to retrieve the lens to put the lens back in the broken capsule. The iris was torn. The implant went up the anterior chamber but as the chamber was narrow, the implant pasted to the endothelium. Which will require a corneal transplant. The surgery was also delayed by 30 minutes. Device is not available for investigation. No further information was provided.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no other complaint was received from this production order. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.